Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the residual volumes were much greater than expected. The patient was symptomatic, with increased pain. Per the healthcare provider the patient has an expiring pump that poorly functions. The programmer indicates 1-2 ml remain for the patient¿s residuals but are around 8 ml. We have programmed the lrav (low reservoir alarm volume) to 0 and still have the residuals due to the slowness of the pump. They have done a catheter myelogram showing an intact system without obstruction or leak. Per the healthcare provider without ability of reprogramming current pump to work properly, they saw no alternative than replacing pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved, and the patient status was noted as alive, no injury. No further complications were reported regarding the event.